Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU) and trends was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow up so that changes in the structure, should they occur, be identified and addressed before causing clinical problems the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Due to limited access to the patient¿s medical history, event outcome and patient outcome it is difficult to speculate on the cause of the event. In addition, there was not enough details provided related to the implant procedure to determine if certain techniques (ie oversizing, overlap, etc.) Were used by the physician that could have increased the risk of compression. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
On (B)(6) 2012, this patient received a cook 32mm x 128mm main body, a 18mm x 48mm ipsilateral (rcia) leg (another manufacturer), a 20mm x 84mm contralateral (lcia) leg (another manufacturer). A coda molding balloon was used without difficulty. There was no difficulty deploying the devices. The investigative site noted a type ii endoleak after implantation of the graft. Core lab analysis noted proximal and bilateral distal type I endoleaks after graft implantation. The patient was discharged on (B)(6) 2012. On (B)(6) 2012 CT scan (one-month follow-up): core lab analysis: grafts patent with no endoleak. Left limb is sealed in mural thrombus and the right limb seal zone is shorter than one stent length. On (B)(6) 2013 CT scan (six-month follow-up): core lab analysis: grafts patent with no endoleak. Aneurysm and left iliac artery expansion. Short proximal and distal seal zones are getting shorter. On (B)(6) 2013 CT scan (12-month follow-up): core lab analysis: grafts patent with no endoleak. The proximal neck is shortening and enlarging. Neither iliac stent opposes the wall of the iliac artery but no leak is seen. On (B)(6) 2014 CT scan and x-ray (two-year follow-up): core lab analysis: grafts patent with no endoleak. There is loss of seal at both distal anastomoses. The distal aspect of the right limb now sits at the level of the aortic bifurcation in an aneurysmal portion of vessel, not touching the wall at any aspect. The left limb extends into the lcia but is completely in the aneurysm, with no aspect of the limb touching wall of the iliac artery to form a seal. Migration of the distal aspect of the right iliac leg was noted on x-ray. (Subject of another manufacturers device) on (B)(6) 2015 secondary intervention: placement of bilateral iliac leg extensions, 13mm x 74mm in left iliac, 9mm x 90mm in left external iliac, 16mm x 74mm in right iliac. On (B)(6) 2015 x-ray (three-year follow-up): core lab analysis: compression of the distal end of the left iliac leg extension. Per core lab, the left limb extends into the leia and is narrowed at the level of the distal anastomosis.¿ (subject of this report). On (B)(6) 2015 CT scan: core lab analysis: since the 24-month study, distal extensions have been placed bilaterally. The right extension extends to the distal rcia, where there is a short seal zone of approximately 6mm. The left distal extension extends into the leia, where there is a seal, but the leia flow channel is narrowed to just less than 3mm diameter, which may threaten outflow of the left limb (subject of another manufacturers device). In addition, the proximal neck has dilated, with now no area of complete coaptation of the device to the aortic wall in the 15mm zone below the renals. There is a segment of approximately 2mm in length where the device completely seals the entire perimeter of the aorta well below the renals. The aortic neck length was measured to the level of the original treated study aaa. There is a small amount of contrast outside the device just below the level of the renal arteries, which meets definition of endoleak, but does not extend below this and does not reach the level of the short aortic seal zone which is remaining." No other adverse events related to the device have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2012, this patient received a cook 32mm x 128mm main body, a 18mm x 48mm ipsilateral (rcia) leg (another manufacturer), a 20mm x 84mm contralateral (lcia) leg (another manufacturer). A coda molding balloon was used without difficulty. There was no difficulty deploying the devices. The investigative site noted a type ii endoleak after implantation of the graft. Core lab analysis noted proximal and bilateral distal type I endoleaks after graft implantation. The patient was discharged on (B)(6) 2012. On (B)(6) 2012 CT scan (one-month follow-up): core lab analysis: grafts patent with no endoleak. Left limb is sealed in mural thrombus and the right limb seal zone is shorter than one stent length. On (B)(6) 2013 CT scan (six-month follow-up): core lab analysis: grafts patent with no endoleak. Aneurysm and left iliac artery expansion. Short proximal and distal seal zones are getting shorter. On (B)(6) 2013 CT scan (12-month follow-up): core lab analysis: grafts patent with no endoleak. The proximal neck is shortening and enlarging. Neither iliac stent opposes the wall of the iliac artery but no leak is seen. On (B)(6) 2014 CT scan and x-ray (two-year follow-up): core lab analysis: grafts patent with no endoleak. There is loss of seal at both distal anastomoses. The distal aspect of the right limb now sits at the level of the aortic bifurcation in an aneurysmal portion of vessel, not touching the wall at any aspect. The left limb extends into the lcia but is completely in the aneurysm, with no aspect of the limb touching wall of the iliac artery to form a seal. Migration of the distal aspect of the right iliac leg was noted on x-ray. (Subject of another manufacturers device). On (B)(6) 2015 secondary intervention: placement of bilateral iliac leg extensions. 13mm x 74mm in left iliac. 9mm x 90mm in left external iliac. 16mm x 74mm in right iliac. On (B)(6) 2015 x-ray (three-year follow-up): core lab analysis: compression of the distal end of the left iliac leg extension. Per core lab, "the left limb extends into the leia and is narrowed at the level of the distal anastomosis." Subject of this report). On (B)(6) 2015 CT scan: core lab analysis: since the 24-month study, distal extensions have been placed bilaterally. The right extension extends to the distal rcia, where there is a short seal zone of approximately 6mm. The left distal extension extends into the leia, where there is a seal, but the leia flow channel is narrowed to just less than 3mm diameter, which may threaten outflow of the left limb (subject of another manufacturers device). In addition, the proximal neck has dilated, with now no area of complete coaptation of the device to the aortic wall in the 15mm zone below the renals. There is a segment of approximately 2mm in length where the device completely seals the entire perimeter of the aorta well below the renals. The aortic neck length was measured to the level of the original treated study aaa. "There is a small amount of contrast outside the device just below the level of the renal arteries, which meets definition of endoleak, but does not extend below this and does not reach the level of the short aortic seal zone which is remaining." No other adverse events related to the device have been reported.